Event description:
Allegedly revised due to loosening of acetabular component with history of poor ingrowth.

Event description:
Allegedly revised due to loosening of acetabular component with history of poor ingrowth.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The device event code is addressed in the package insert. Although several attempts have been made, no user facility has been identify to date. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00393, 00394, 00395.

Manufacturer narrative:
Conclusion: no conclusion can be drawn.product not returned. Complaint history reviewed. Device history record reviewed. Package insert reviewed. Evidence that product in spec when used. Use of device could not be determined.